Manufacturer narrative:
Investigation is underway.

Event description:
As reported by the edwards lifesciences field clinical specialist through the thv hotline, regarding a 20mm sapien 3 valve in a pre-existing 21mm magna ease, approximately 2 years and 10 months post implantation, the sapien 3 valve was reported as severely stenotic. The patient has the follow symptoms sob, fatigue, ble edema. A valve in valve is to be performed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and additional information received. Sections: b7, g3, g6, h2,h6 clinical code type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the medical record. Available information suggests patient factors (atherosclerosis (hyperlipidemia, diabetes mellitus type 2)) likely contributed to the event as noted in the medical record. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.